Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to an abscess at the non-tandem infusion set site, customer's blood glucose (bg) elevated (greater than 500 mg/dl) and ketones were present. Customer went to the emergency room and was admitted to the hospital. Abscess was cleaned and intravenous insulin was administered. Elevated bg/abscess were resolved with no permanent injury. Customer was discharged on (B)(6) 2019. Brand of infusion set was not reported and customer did not respond to follow up attempts to obtain this information.